Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 425 mg/dl. The customer felt symptoms of frequent urination. The customer treated their blood glucose levels with 10 units of manual injections. The customer stated that they treated the blood glucose levels too aggressively causing their blood glucose to rise. The customer stated that they treated their blood glucose levels too aggressively because they would experience blood glucose of 50 mg/dl. The customer did not troubleshoot and did not send the product back for analysis.